Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they also mentioned another incident where the patient was affected when walking by equipment at a concert. They do not know when these events occurred. No patient symptoms were reported.

Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting they had head pressure - could have been ears. The sound was very loud. They moved away from the equipment and the issue resolved immediately.